Event description:
(B)(4). A short time after the device was implanted, severe pain and discomfort came. I ended up having gallbladder surgery which then led to pancreatitis and severe liver infection. Essure has made my immune system so low it can not fight off simple infections. I was hospitalized for 2 weeks and couldn't eat for 12 weeks with a feeding line. I now bleed every day of my life and use almost an entire box of "ultra" tampons a day. My periods are clots and I have passed out more times than I can count. I had a dnc to try and stop the bleeding and that did not work. I have a rash over my entire body due to a nickel allergy I was not made aware of before it was implanted. I have had 3 surgeries to try and solve the issues and now my doctor feels as if a hysterectomy at the age of (B)(6) is the best option for my health to remove essure. I have never been sick more than a common cold my entire life and since essure has been implanted, I have been to a doctor or hospital a minimum of once a month.